Event description:
It was reported that customer experienced problem with cgm pairing around 6 pm, with message on pump stating that bluetooth could not operate and showing cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through a complete pump reset using troubleshooting steps, and after the reset the error did not recur and problem was resolved, leaving customer satisfied.